Manufacturer narrative:
Insulin pump received with complete broken reservoir tube lip. Unable to performed basic occlusion and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. Insulin pump passed the displacement, prime, current test, self test and excessive no delivery test noted. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked case reservoir tube window corner and broken battery tube threads.

Event description:
Customer reported via phone call that the device had a crack near the display and reservoir compartment. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.